Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the air tank adapter was damaged, which caused an air leak. This caused the air compressor to stall, subsequently causing the reported event. To resolve the issue, the technician installed a new adapter. The unit was tested, confirmed to be operating according to specification and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their dsd edge endoscope reprocessing system was smoking and emitting a "burning smell". No report of injury.